Manufacturer narrative:
Concomitant medical products: product ID: 97745bp, serial#: (B)(4), product type: accessory. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient felt stimulation for 3 minutes and then it went off by itself and wouldn't turn back on. They pressed stimulation on/off button, but their stimulation didn't turn on. They were referring to the feeling of stimulation. It appeared that the controller was working as intended. The patient was concerned they would normally feel heavy stimulation at 2.2 and now felt nothing. They were on group b. They thought they had a bad battery pack. It was reviewed that if the ins was charged and they didn't press any buttons that the issue was not likely due to the external device. It was further reviewed that the patient should wake the controller up by pressing the arrow instead of the top button, so they could check if stimulation was on or off when they stopped feeling stimulation. The patient didn't feel stimulation on group a. They increased from 2.8 to 4.2 and started feeling a little tingling in their arms. They were supposed to feel stimulation in the left hand side of their body because they had a back injury. The patient went back to group b and increased from 2.4 to 2.6 and felt a slight tingling. Later they stated they felt some stimulation and it was working pretty good. They were concerned about it happening again and they stated the controller showed the therapy screen and could see the battery levels, but they couldn't turn the feeling of stimulation back on. They further reported that they reset the controller which allowed the patient to feel normal therapy and they felt pain relief. When they tried to turn their therapy on, on (B)(6) 2021, it wouldn't turn on. They confirmed the controller turned on and worked. They tried changing their groups, but it didn't satisfy the patient. They stated group b was supposed to help with pain in the left side lower back, but they weren't feeling stimulation. Group a brought stimulation to their arms and upper body, but the patient had no pain there. They mentioned they had increased stimulation, but their body couldn't handle a huge amount of stimulation as it drove them crazy and made them feel like they would bust open. The patient was directed to contact their healthcare provider. The patient requested a new controller battery. They stated that their implant worked perfectly because¿they reset the controller on (B)(6) 2021 and they used their stimulation at 2.8. They were in a lot of pain now and their therapy no longer worked after controller resets and therapy adjustments.